Manufacturer narrative:
All information reasonably known as of 24 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that the procedure had been performed in "the usual manner" and the patient was not agitated and did not pull at the device. Per the customer: "the device was inserted in the normal manner put one nostril and then down the other the magnet came away." No further information provided.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot z2458602a was reviewed and the product was produced according to product specifications. All information reasonably known as of 02 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that after the magnets on the device clicked and the string was being pulled, the magnet was sheared off the string. The patient had pulled out their previous nasogastric (ng) tube and was known to be a difficult patient to place ng tubes in. Per additional information received 22 jun 2020, after the magnet came off, it was visible in the left nostril and was able to be removed using fingers.